Event description:
Boston scientific corporation was informed that when clipping a bleeding of the lower esophagus, the clip did not come loose from the resolution clip device. The clip had to be removed with force from the mucosa. The procedure was completed with another of the same device without any patient complications.